Manufacturer narrative:
(B)(4). The customer reported the unit has no display. There was no patient involvement. The unit was evaluated by a philips field service engineer and the issue was verified. The keyscan pca and display were replaced to resolve the reported issue. We are unable to determine the exact cause of the malfunction because multiple parts were replaced.

Event description:
The customer reported, the unit has no display. There was no patient involvement.